Event description:
Event description cpi received information on an implant form that this patient with an implantable pulse generator (ipg) and bipolar lead was experiencing 'lack of pacemaker function'. Through an invasive procedure the physician determined that the lead was the source of the problem and explanted this bipolar lead. A new lead was implanted with the original ipg and proper pacing was verified. Implanted-05/10/96. Explanted-05/14/96. Implant days-4.